Manufacturer narrative:
The service repair technician (srt) replaced the printed circuit interface (pci) bus cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00502.

Event description:
The service repair technician (srt) reported that after repair of the device at the service center, the central control monitor (ccm) booted up and displayed a service system computer message. There was no patient involvement.